Manufacturer narrative:
Intuitive surgical inc. Has not received the permanent cautery spatula instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: the instrument arced and caused a minor burn on the patient diaphragm.

Event description:
It was reported during a da vinci mitral valve repair surgical procedure, the permanent cautery spatula instrument arc'd from the tip burned the tissue. After following up with intuitive surgical representative, it was confirmed that no medical intervention or repair was performed as a result of the minor burn on the diaphragm. The planned surgical procedure was completed and no other patient harm was reported.